Event description:
It was reported that the patient with this pacemaker system experienced an infection. Subsequently, the pacemaker was explanted and will be replaced once the infection had subsided. No additional adverse patient effects were reported.